Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that device interrogation noted repeated defective driveline and communication fault warnings on (B)(6) 2023.